Event description:
The device was returned for service. During testing, the baxter technician reported an infusion pump with a defective uim pcb (user interface mechanism printed circuit board). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: evaluation of the device was completed by the baxter repair technician. Inspection of the device revealed a defective uim pcb. The uim pcb was replaced and the device was tested by the repair technican.